Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the over infusion which was unable to be reproduced due to a constant system error 322. The over infusion was confirmed and found to be caused by out of specification upper and lower valves and fingers. The device was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump over infused argatroban by 44 ml during therapy in the cardiac intensive care unit. The device was programmed to deliver 50mg of argatroban in 50ml of solution at a rate of 2ml/hr. The device had delivered 50ml of argatroban over the course of 3 hours, which was an over infusion of 44ml. It was also reported that there was no patient injury.